Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise due to possible lead issue. The patient has an underlying intrinsic rhythm in the 30s. There was no evidence of asystole greater than 2 seconds. The device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information received indicates that this device was explanted for an unspecified reason and returned for analysis.

Manufacturer narrative:
Attempts to obtain additional information was unsuccessful. Should additional information become available this report will be updated.

Event description:
Boston scientific received additional information that this pacemaker has now exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. The system has been reprogrammed and the pacemaker remains in service. No adverse patient effects were reported.